Manufacturer narrative:
Device received with cracked lcd display window corners noted. The test reservoir was able to lock in place. Device received with no button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the act button of insulin pump was not worked. Customer stated that only one side of the act button works. Customer stated that there was crack on the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.